Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a lens that was replaced following an intraocular lens (iol) implant procedure due to a poor refractive outcome.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the surgeon has observed posterior chamber opacification.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a lens that was replaced following an intraocular lens (iol) implant procedure due to a poor refractive outcome.

Manufacturer narrative:
The customer indicated the use of a qualified company cartridge and company handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. Information was provided that the 21.0 diopter lens model was replaced with an 23.0 diopter lens model. A intraocular lens (iol) exchange for a difference greater than two diopters, indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).